Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom technical support on 09/24/2015, on behalf of the foreign patient to report that on (B)(6) 2015, upon removal of the sensor pod from the patient's body, the sensor wire was missing. The sensor was inserted at the abdomen on (B)(6) 2015. No additional event or patient information is available.